Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic) / pregnancy (termination) / ectopic pregnancy, left tube removed') in a 32-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast conserving surgery in 2010, gravida ii, parity 1, lower abdominal pain, nausea, vomiting and dizziness. Patient had done essure confirmation test on date (B)(6) 2012. Previously administered products included for an unreported indication: synthroid and nuvaring. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 9 months 9 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("pain / abdominal pain"), adhesion ("other injury(ies) or complication please describe: adhesions/scarring") and scar ("other injury(ies) or complication please describe: adhesions/scarring") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (termination and total hysterectomy (uterus and cervix removed)). Essure was removed in 2014. At the time of the report, the fallopian tube perforation and ectopic pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage, menorrhagia, hormone level abnormal, abdominal pain, adhesion and scar had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, adhesion, ectopic pregnancy with contraceptive device, fallopian tube perforation, hormone level abnormal, menorrhagia, scar and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs the date for ectopic pregnancy is reported as (B)(6) 2013 however in the mr the information regarding ectopic pregnancy dated on (B)(6) 2012 is reported. Adhesions behind the left ovary and tube. Ectopic pregnancy with intrauterine pregnancy. Discrepancy noted for date(s) of removal: 2013; other (please specify) - partial hysterectomy (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (right tube occluded).only one fallopian tube was identified and it was occluded with an essure device. Only 1 essure device present. Other fallopian tube surgically absent. Lot number: 948831, manufacturing date: 2012/02, expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. "Device monitoring procedure not performed" event is deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic) / pregnancy (termination) / ectopic pregnancy, left tube removed') in a 32-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included breast conserving surgery in 2010, gravida ii, parity 1, lower abdominal pain, nausea, vomiting and dizziness. Patient had done essure confirmation test on date (B)(6) 2012. Previously administered products included for an unreported indication: synthroid and nuvaring. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 9 months 9 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("pain / abdominal pain"), adhesion ("other injury(ies) or complication please describe: adhesions/scarring") and scar ("other injury(ies) or complication please describe: adhesions/scarring") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (termination and total hysterectomy (uterus and cervix removed)). Essure was removed in 2014. At the time of the report, the fallopian tube perforation and ectopic pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage, menorrhagia, hormone level abnormal, abdominal pain, adhesion and scar had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, adhesion, ectopic pregnancy with contraceptive device, fallopian tube perforation, hormone level abnormal, menorrhagia, scar and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs the date for ectopic pregnancy is reported as (B)(6) 2013 however in the mr the information regarding ectopic pregnancy dated (B)(6) 2012 is reported. Adhesions behind the left ovary and tube. Ectopic pregnancy with intrauterine pregnancy. Discrepancy noted for date(s) of removal: 2013; other (please specify) - partial hysterectomy (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (right tube occluded).only one fallopian tube was identified and it was occluded with an essure device. Only 1 essure device present. Other fallopian tube surgically absent. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received. New reporter's was added. Lot number was added. Date of insertion was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic) / pregnancy (termination) / ectopic pregnancy, left tube removed') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included breast conserving surgery in 2010, gravida ii, parity 1 and lower abdominal pain. Patient had done essure confirmation test on date (B)(6) 2012. Previously administered products included for an unreported indication: synthroid. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 9 months 11 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("pain / abdominal pain"), adhesion ("other injury(ies) or complication please describe: adhesions/scarring") and scar ("other injury(ies) or complication please describe: adhesions/scarring") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (termination and total hysterectomy (uterus and cervix removed)). Essure was removed in 2014. At the time of the report, the fallopian tube perforation and ectopic pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage, menorrhagia, hormone level abnormal, abdominal pain, adhesion and scar had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, adhesion, ectopic pregnancy with contraceptive device, fallopian tube perforation, hormone level abnormal, menorrhagia, scar and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs the date for ectopic pregnancy is reported as (B)(6) 2013 however in the mr the information regarding ectopic pregnancy dated (B)(6) 2012 is reported. Adhesions behind the left ovary and tube. Ectopic pregnancy with intrauterine pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received: essure insertion and removal date and surgery were added. Event injury was replaced by perforation (fallopian tube), abnormal bleeding (vaginal, menorrhagia), hormonal changes, abdominal pain, pregnancy (ectopic), device ineffective. Reporters were added. Medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.